Event description:
Per additional medical records received, tte at 30-day follow up showed av mean gradient of 36mmhg and ava 1.26cm2. Tte one year post procedure showed av mean gradient 47mmhg and ava 0.84 cm2. CT one year post procedure showed thv with mild thickening of the left and non-coronary cusp predominantly at the base and mild limited motion compatible with halt. The patient was started on anticoagulant medication for three months. Tte completed two years post procedure showed the valve was functioning abnormally, consistent with aortic stenosis. Av mean gradient is now 38mmhg, and ava is 0.91 cm2. There was no longer any mention of halt from the 2-year records. The patient reports that they are doing well. They report no shortness of breath or dyspnea on exertion. Over the last year, the patient has remained very active and engages in all desired activities without limitations. The patient appears to have evidence of more severe dysfunction with progressive elevations in their gradients and velocity. The patient will require further follow up; however, no intervention has been planned at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on medical records received. The following sections of this report have been updated: information added to a2, information added to a3, updated b3, additional information added to b5, additional information added to b7, corrected h6 health effect-clinical code, additional code added to h6 type of investigation. Investigation is ongoing.

Event description:
As reported from etv clinical study, echo performed 2 years post implant of a 23mm sapien 3 ultra valve in the aortic position showed a valve gradient of 38mmhg and ava of 0.91cm2. Discharge echo showed gradient of 30mmhg, and echo performed 1 year post implant showed gradient on 47mmhg. No intervention has been reported, however, the event is considered serious and is being reported conservatively by edwards lifesciences.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The device remains implanted and thus not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had thickened leaflet, which could narrow of effective orifice area of valve, resulting in stenosis. Additionally, the patient has hyperlipidemia. Hyperlipidemia has been found to be associated with aortic valve stenosis and has been found to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (thickened leaflet, hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.